Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for spinal pain. The consumer reported that the desktop charger (dtc) connector pin was loose. It was reported that the ins recharger (insr) was not working and will not charge. The consumer reported that they received the replacement dtc but the insr still will not charge. It was reported that the new dtc will not plug into the insr port all the way. The patient reported loss of therapy and stated that the battery was dead.